Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of an emergency light error was confirmed, and additionally found that there was also an e207 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the light source emergency lamp indicator was blinking. The issue occurred during an unspecified diagnostic procedure. The procedure was completed with no delay using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not identified. However, it is likely that video function did not work properly due to internal failure of emergency light. Olympus will continue to monitor field performance for this device.